Manufacturer narrative:
510k: this report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: shahid, r., mushtaq, a., and maqsood, m. (2007), plate fixation of clavicle fractures: a comparative study between reconstruction plate and dynamic compression plate, acta orthopædica belgica, vol. 73(2), pages 170*174 (UK). The aim of this study is to compare the results of clavicular fracture fixation with recon plate and dcp. Between december 1989 to january 1997, a total of 39 patients (24 males and 15 females) with a median age of 31 years (range: 18 to 77) underwent orif using an ao 3.5 mm titanium recon plate or ao 3.5 mm dcp. The following complications were reported as follows: reconstruction plate: 7 patients had symptomatic atrophic non-union of greater than 12 months duration. Dcp: 4 patients had symptomatic atrophic non-union of greater than 12 months duration. 8 patients complained of plate prominence at 6-month review. They underwent plate removal at a second operation an average of 12 months. A (B)(6) year-old female patient had plate prominence which was removed at 20 months. A (B)(6) year-old female patient had plate prominence which was removed at 12 months. A (B)(6) year-old male patient had plate prominence which was removed at 14 months. A (B)(6) year-old female patient had plate prominence which was removed at 14 months. A (B)(6) year-old male patient had plate prominence which was removed at 8 months. A (B)(6) year-old female patient had plate prominence which was removed at 9 months. A (B)(6) year-old female patient had plate prominence which was removed at 7 months. A (B)(6) year-old male patient had plate prominence which was removed at 12 months. This report is for an unknown synthes ao 3.5 mm titanium recon plate or ao 3.5 mm dcp. This is report 2 of 10 for (B)(4).